Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) anterior curve was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first deployed device was fully recaptured. The (was) was exchanged and a different 21 mm was deployed. After deployment, a pericardial effusion was noted without hemodynamic changes. No interventions were performed and the effusion spontaneously resolved. The closure device was released and remains in service. There was no confirmed cause of effusion and the patient has been discharged.